Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was 3.9 mmol/l. Customer received the alarm during a basal. Customer treated with glucose tablets. Customer woke up with a lost sensor and reconnected the sensor. It was explained that a false motor error may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer stated that they are able to complete the rewind sequence. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Customer was advised to return the pump with the battery and zero out the basal rates. No additional information provided.